Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to view medications and patient information on station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to view medications and patient information on station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found. A technical support specialist verified that the station is operating in non-profile mode, and there are no issues identified in the user settings based on the provided example by the customer. Additionally, the tss have confirmed that communication between the station and the server is functioning correctly in both directions. The system functioned as intended after the technical support specialist investigated the device.